Event description:
A peritoneal dialysis pt has reported that dialysis solutions was leaking out of the cassette and into the cycler. Upon opening the cycler door following treatment, moisture was noticed on the cassette. Prophylactic antibiotics were administered as a precaution and pt had no ill effects. Sample was disposed of by pt; sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.